Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. It was reported that during red and white lumen was connected to the infusion line, the moment that the patient changed the position, two extension legs detached at the same time from the connection on (B)(6) 2021. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of detached extension tubes was confirmed; however, the root cause was not identified. The product returned for evaluation was one set of 5fr d/l groshong extension tubes. Usage residues were observed throughout. The tubes were completely detached from the molded joint. The molded joint and catheter shaft were not returned for evaluation. Tactile inspection of the sample did not reveal tensile weakness. Microscopic inspection of the distal ends of both extension tubes revealed manufactured ends. White molded joint residue was observed on the outside of the tubes near the distal ends. The manufactured ends of the returned extension tubes indicated that they had become detached from the molded joint. The lack of tensile weakness suggested that the tubes were not forcefully pulled out of the molded joint. The joint itself was not returned and evaluation of the extension tubes was insufficient to identify the cause of the detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include molded joint damage and not properly setting the extension tubes during manufacture.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. It was reported that during red and white lumen was connected to the infusion line, the moment that the patient changed the position, two extension legs detached at the same time from the connection on (B)(6) 2021. There was no reported patient injury.